Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. The results of the received info, and to what ever degree a root cause can be discerned, will be reflected in a follow up report.

Event description:
Our rep reports that during a meniscal repair, the inserter needle at the distal end of the applier came off into the pt's joint space as the applier mechanism was being pulled out. The surgeon extended the portal slightly and retrieved the device. The repair was concluded successfully without further incident or harm to the pt.